Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced insulin flow block event due to bent cannula on (B)(6) 2026. No further information available.